Event description:
A distributor reported air bubbles or gaps in the patient line or infusion set tubing with four cartridges. It was unknown if there was any adverse impact on the customer¿s blood glucose level, as the caller declined to answer. The customer resolved the issue by changing the cartridge and resuming insulin therapy, and tandem technical support sent a goodwill package.